Manufacturer narrative:
(B)(4). Batch # m91447. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and two clips did not fully advance into the jaws due to dried body fluids; this condition led to their malformation. In the next cycles, two clips were properly fed and formed, however the remaining clips could not be fed and the orange indicator wheel was found to be overtraveled. Upon testing, no clips were fed upwards as it was reported. The instrument was disassembled in order to evaluate the condition of the internal components; upon disassembling, excessive dried body fluids were noted to be inside the shaft and the handles of the device. In addition, one clip was found to be inside the clip track. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. No conclusion could be reached as to what may have caused the orange indicator wheel failure. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during laparoscopic colon procedure, the staff opened the device and during the testing phase, in which the first assist will fire one clip to insure the device and clips are forming correctly, they noticed when the clips were being loaded into the jaws, that they were loading in the jaws upwards and not straight like they are supposed to. Case completed with another device of the same product code. There were no patient consequences reported.